Event description:
It was reported that the plug sparked and burned the socket on the wall. There was no pt involvement or adverse events reported.

Manufacturer narrative:
Result: power plug sparked.